Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the purge line was defective. There was no patient involvement as this occurred during prime. Product was not changed out. Surgery was successful.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available thus referenced codes. (B)(4).